Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were provided. Perforation of the filter limbs and retrieval difficulties was confirmed for the device. However, the investigation is inconclusive for filter migration. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced migration of device or device component, difficult to remove and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) kgs.